Event description:
It was reported that the right atrial (ra) lead was explanted due to unknown cause. A new ra lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to helix would not extend after extending and retracting when moved to different location. A new ra lead was implanted. No additional adverse patient effects were reported.